Event description:
This is filed to report a single leaflet device attachment. It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation grade 4 with a large atrium. A mitraclip xt was implanted at a2p2, but there was a residual jet on the lateral side of the clip. Therefore, a mitraclip nt was advanced and placed in the patient. It was noted that the physician did not perform the establishing final arm angle (efaa) check before deployment. Upon deployment, the nt appeared to be crooked under fluoroscopy. More imaging was performed and revealed a single leaflet device attachment (slda). The posterior leaflet was detached from the clip. There was no need for an additional clip to be implanted, because the slda was very stable due to being close to the first implanted clip. The procedure was completed with the mr reduced to grade 2. There were no adverse patient effects or clinically significant delay. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. It should be noted that the mitraclip g4 instructions for use states under the mitraclip¿ g4 implant pre-deployment clip assessment and deployment step 1: lock line removal sections to ¿establish final arm angle (efaa).¿ based on available information, the reported improper or incorrect procedure or method was associated with efaa not being performed during the procedure. The cause of the reported incomplete coaptation associated with the single leaflet device attachment (slda) could not be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling. (B)(4)